Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which matched the patients appearance and condition and a corrected report was issued. Siemens has requested the instrument data logs to be provided for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant ph results between capillary and arterial samples run on two rp 500s. The capillary samples from (B)(6) 2018 did not match the baby's appearance or condition. There was no report of injury due to this event.

Manufacturer narrative:
Siemens has requested additional information from the customer. The data files for the other rp 500 s/n (B)(4) on which comparative analysis was performed are required for the investigation. These files have been requested three times and have not been received. The investigation is being closed due to insufficient information needed to complete the investigation.